Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons got stuck and none of them could be pressed on the insulin pump. The pump was not exposed to moisture and it was not bumped or dropped. Customer tried to change the battery but it did not help. Customer stated that the buttons are still stuck. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will be replaced.